Event description:
The trilogy evo device was returned to a third-party service center and evaluated for the allegation of a broken screen. There was no patient involvement, and no harm or injury reported. On device evaluation, the customer's complaint was confirmed. The display arrived for evaluation with a cracked and failing display. The display was also noted to have tobacco stains requiring some parts to be replaced. There were no significant error codes noted in the device error log. The trilogy evo display was replaced due to being broken. The front panel was replaced due to damage. Additional findings not related to the malfunction/issue included the serial number label being damaged. Preventative maintenance activities were carried per the maintenance schedule. Several device components were replaced due to tobacco contamination and cosmetic damage. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements